Event description:
On 12/17/2024, it was reported by a sales representative via sems (B)(4) that an ar-12990n scorpion¿ needle, knee had the tip break inside the patient when it hit the tibia by placing the suture backwards (see photo). All broken pieces were retrieved from the patient. The case was completed successfully with no further information provided. This was discovered during a meniscal root repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/27/2024: there was no case delay reported. They used another scorpion needle to complete the case. There were no adverse effects on the patient due to the issue. No attachment was being used with the needle. Only a "0 fiberwire" was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-12990n scorpion¿ needle, knee had the tip break. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user error of the device due to misaligned insertion.